Event description:
Subsequent to the initial medwatch report, additional information reported that no damage was seen on the sgc, but only suspected due to the failure to hold a fluid column. When the clip had difficulty opening, this occurred in the left atrium. The cds was inserted and advanced into the sgc without issue, and there were no curves applied to the sgc during insertion. The cds sleeve was not deflected more than 90 degrees.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for leaks from the guide valve can include, but are not limited to, manufacturing anomalies (tears or missing silicone in the valve) or user technique/procedural conditions, such as the steps utilized to de-air the device during guide preparation or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). With respect to user technique/procedural conditions, leaks and loss of fluid column during use can be influenced by the steps utilized at the account during the procedure or loose connections between the luer and accessory devices (i.e. Stopcock, high pressure tubing or syringe). In this case, it is likely that the leak (air) in the guide valve was due to the user not fully retracting the guide wire into the dilator during removal of the devices, which resulted in air being introduced through the valve. Although it cannot be definitively determined if the valve became damaged during the procedure, the reported leaks (air being introduced into the system and loss of fluid column) appear to be related to user technique/procedural conditions. It should be noted that the mitraclip instructions for use (IFU) states: retract the guide wire into the tip of the dilator. Remove the dilator and guide wire while gently aspirating the guide (starting when the dilator is approximately halfway retracted into the guide, approximately 40 cm) using a 50/60 cc syringe. Cover the guide hemostasis valve with finger upon dilator removal. The IFU further warns: failure to fully retract guide wire into the dilator may result in air embolization. In this case, it is likely that the guide wire not being fully retracted into the dilator during device removal contributed to the reported leaks. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This steerable guide catheter is reported for air in the device. Although there was no adverse patient effect, air in the device has potential for injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was prepared and advanced to the left atrium without issue. The dilator was retracted proximal to the guide curve. The guide wire was retracted. The physician was reminded to retract the guide wire further until it was effectively shrouded. The dilator was retracted out of the guide, but a short length of the guide wire was still in the guide valve and air entered through the valve. The dilator was yanked out, causing the guide wire to rapidly exit the guide. A finger was placed over the valve entry and the guide was effectively de-aired. The guide valve was damaged and no longer able to hold the column of blood. A new sgc was prepared and used without issue. The clip delivery system (cds) was prepared and advanced to the valve. During the first attempt to open the clip, the lock lever was retracted, the arm positioner was rotated in the close direction, then in the open direction, but the clip did not open. The arm positioner was returned to neutral. The lock lever was retracted farther past the blue line, the arm positioner was turned 3/4 turn in the closed direction and then upon rotating in the open direction, the clip opened. The clip only opened to grasping angle, and would not open farther. A third and fourth attempt were made going farther past the blue line, but the clip would not open further.

Manufacturer narrative:
(B)(4). Event description continued: the cds was removed without issue and replaced. The procedure continued without incident. The mr grade was reduced to 2 with the implantation of one clip. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Concomitant products: toray guide wire, dilator, mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The customer reported the scg was discarded and is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.